Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log file. A review of the submitted log file showed 240 events spanning approximately 16 days (02jun19 ¿ 18jun19 per time stamp). On 11jun19 at 21:19, 15jun19 at 20:47, 17jun19 at 09:40, 21:15, 22:09, and 23:22, the no external power alarm activated due to both white and black lead voltage levels diminishing to 0v. This event occurred only on mpu support and was consistent with a loss of ac power to the mpu. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Mpu-24336 was not returned for analysis and remains in use. The alarms resolved once the controller was exchanged. It is unknown if the patient had a v-lock connector or if the cord unplugged at the wall. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Controller reported under MFR# 2916596-2019-03230. Expiration date was not provided, information will be entered in a supplemental report. Approximate age of device: 2 years 2 months (the age is calculated from the start date to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was having no external power alarms. He stated they were happening on both mpu and on batteries. The log file captured no external power events beginning on (B)(6) 2019. These continued to occur intermittently throughout the remainder of the log file. There was no interruption in pump support during any of these events. They appeared to occur while the patient is connected to the mpu. Per conversation, the ebb was replaced and will continue to monitor the patient. Alarms resolved after controller exchange. Patient was observed overnight and then sent home the next day.